Event description:
It was reported ,that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous, and moderately calcified iliac artery. A 6.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. Inflation was performed five times. However, during the fifth inflation at 10 atmospheres, the balloon vertically ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported. And the patient condition was good after the procedure.